Event description:
It is reported that the surgeon could not get the trial liner screw to engage. After four attempts, the actual liner was implanted.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it is unk if surgical technique was followed. The provisional locking screw was designed to fit so that it can be assembled and disassembled from the provisional liner for device reprocessing. The item and lot number of provisional liner used with the reported screw is unk. The event may have happened because of one or a combination of following factors: damaged threads due to cross threading can prevent screw from engagement; damage during cleaning or autoclave; if the screw is not properly aligned with the mating threads of the implant/provisional shell, the screw may not go in. The condition of the screw and liner are unk. With the info provided, the exact cause of the issue cannot be determined. Eval: review of the device history records was not possible as the lot number required for retrieval is unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.